Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 161, 227 and 263 mg/dl. The customer's expected fasting blood glucose test result range is 87 - 156 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 112 mg/dl using truemetrix meter and 127 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is 01/15/2017. The customer is insulin dependent. The meter memory was reviewed for previous test result history (date / time not set): 161mg/dl n/a 01:01 pm fasting: yes; 227mg/dl n/a 12:54 pm fasting: yes; 263mg/dl n/a 09:30 pm fasting: yes; 153mg/dl n/a 05:20 pm fasting: yes; 179mg/dl n/a 04:07 pm fasting: yes. Memory concerns: the customer is concerned with 161,227,263,179 mg/dl.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 161, 227 and 263 mg/dl. The customer's expected fasting blood glucose test result range is 87 - 156 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 112 mg/dl using truemetrix meter and 127 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is (B)(6) 2017. The customer is insulin dependent. The meter memory was reviewed for previous test result history (date / time not set): 161mg/dl n/a 01:01 pm fasting: yes, 227mg/dl n/a 12:54 pm fasting: yes, 263mg/dl n/a 09:30 pm fasting: yes, 153mg/dl n/a 05:20 pm fasting: yes, 179mg/dl n/a 04:07 pm fasting: yes. Memory concerns: the customer is concerned with 161,227,263,179 mg/dl.